Manufacturer narrative:
Cataract is identified in the labeling as a known potential adverse event following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault and cataract formed. The lens remains implanted. Cause of the event was reported as other, "vault." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.